Manufacturer narrative:
A4-a6:unk. H6: off-label acd<3.0 patient-related-factor. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -8.5/2.0/069 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to low vault. The problem was not resolved. Cause of the event was a patient-related-factor.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).